Event description:
It was reported that the monitors stay black when performing fluoroscopy. This rendered the system unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated during the service call. The reported issue is currently under investigation.